Event description:
A 90-year-old patient, long time user of the lyric device, had a new device inserted in (B)(6) 2022. The insertion depth of the device in the ear canal was 7mm. The patient has removed the device after about 2 weeks wearing time due to pain in the ear but did not have the ear checked. On the (B)(6) 2022, when the patient came to get the device replaced, the hcp has identified "pit in his ear" at about 5mm in the canal. The pit was filled with debris. The hcp has referred the patient to an otolaryngologist however, the patient went to a family physician who did not have any concerns about the state of the patient's ear. During the next visit to hcp for lyric replacement, the state of the ear has worsened. On (B)(6) 2022, the patient has visited otolaryngologist, who cleared the debris, and concluded that the ear canal has eroded through cartilage to the bone, and the tissue was necrotic. The patient was diagnosed by the otolaryngologist with externa auditory cholesteatoma, which according to the otolaryngologist was caused by the use of lyric. The doctor treated the patient's ear with topical antibiotic and indicated that it should heal. He recommended to stop using lyric and fit with a different model of hearing aids once ear has healed.

Manufacturer narrative:
The preliminary analysis does not indicate that the event occurred due to a failure of the device to perform as expected. Based on the information provided in the case it cannot be excluded that lyric4 has contributed to the event. The delay in professional treatment from august to november was likely to contribute to the severity of the event. The patient did not contact hcp upon removal of the device due to pain, and addressed a family doctor instead of otolaryngologist upon the referral. The lyric device was discarded by patient in august and therefore device analysis can not be performed. Similar events are subject to ongoing monitoring.

Manufacturer narrative:
The delay in professional treatment from august to november has contributed to the event. Moreover, instruction for use includes a warning that the patient needs to contact hearing care professional in case of pain beyond initial discomfort. The patient has undergone a treatment involving debridement and topical anibiotics. On 24.02.2023 the company was informed that the patient has been cleared to use daily wear hearing aids. This is the final report.